Manufacturer narrative:
The lot/serial number is not available. The review of the manufacturing paperwork could not be completed. Images were requested but not available. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On an unknown date, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, the physician noticed a distal type I endoleak from the contralateral leg component (unknown) and aneurysm enlargement (unknown amount). Reportedly, there was nothing about the patient's anatomy that contributed to the endoleak. The cause of the endoleak was due to the progression of the illness. On (B)(6) 2016, the patient underwent the reintervention and the contralateral leg component (pxc 121400/unknown) was implanted in the external iliac artery close to the hypogastric. The endoleak was fixed. No further adverse events have been reported. The patient tolerated the procedure.